Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation and deflation issues with an inflatable penile prosthesis (ipp) as the pump was staying flat. A surgical procedure was performed, in which troubleshooting was attempted when the pump was outside of the body. However, the physician did not feel comfortable not replacing the component; therefore, the existing pump was removed and replaced. There were no patient complications related to the event.